Event description:
It was reported that the screwdriver tip broke intra-operatively during insertion of a 3.0 mm compression screw in a great toe metatarsophalangeal joint arthrodesis. The fragment was retrieved from the operative site, and the procedure was completed successfully using another driver from the set. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south africa. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.